Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that the screws fractured at the threads. Zimvie received two (2) ilrght, certain® titanium large hexed screw for evaluation. Visual evaluation confirmed that the screws were fractured at the threads and one threaded portion was returned. Functional testing to recreate the event could not be performed due to the nature of the device and event. DHR review was completed for the subject lot number (1206379). No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number (1206379) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture screw'. The customer did not submit images for the reported event. IFU review: biomet 3i restorative products (p-iis086gr) rev f. October 2019 information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, fracture may occur when loaded beyond it¿s functional capability. Based on the investigation and risk management file review as per rm-00057-haz (rev. 18), the most likely root cause determined from the investigation was: inadequate treatment planning clinician uses excessive torque to place or remove restorative component on implant clinician places implant in a patient with patient factors incompatible with long-term osseointegration of implant therefore, based on the available information, a device malfunction did occur as confirmed by inspection. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that screws fractured at the threads of the screws and were removed.